Event description:
It was reported that approximately three months after implant of implantable pacing lead (ipl) dislodged was noted. During the ipl explant procedure, after explant the tip was noted as unable to retract. It was also reported that the ipl was implanted successfully initially. Physician suspected the lead dislodgement was related to patient activity after the surgery. Physician suspected the lead tip problem during the re-operation was related to cardiac tissue attachment or slipped after repeated operation. The lead helix was rotated for approximately 15 turns. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.